Event description:
The patient underwent a plif procedure with l1 corpectomy using nerve monitoring on (B)(6) 2012. After 8 hours of surgery one of the monitors detected an interruption in the nerve impulses to the legs. The construct was immediately removed in order to decompress the nerve. The surgeon then re-implanted another construct. During the final tightening of the screws 5 instruments broke and could not be used. The surgeon used other instruments to complete the procedure. This report is #2 of 5 for the same event.

Manufacturer narrative:
Device used for treatment. The device history records were reviewed and there were no adverse quality comments or ncr's are in the DHR. Subject product passed all inspection and certification testing. Device was received for evaluation, investigation is ongoing.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. All of the drivers have chipped lobes and, or a twisting of the drive shaft. The chipped lobes indicate that the driver was not fully engaged or was off axis in the screw drive recess. The excessive torque applied to the partially engaged drive shaft lead to a failure of the driver manifested as the chipped lobes. The twisting is an effect of the excessive torque applied leading to a shearing of the material at the driver shaft. There is not mention of the torque limiting handle used during final tightening and the torque applied is not known. The corresponding screws were not returned either. The design risk assessment is adequate for the intended use.